Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection. The patient was unaware and did not feel any pain. It was noted that the wound care by the patient was not optimal and the surgical site became infected. The whole system including the pulse generator and leads was explanted. The patient was administered antibiotics and a new system was implanted. The patient was doing well post procedure.